Event description:
It was reported that the pace/sense portion of this right ventricular (rv) lead would no longer capture and was abandoned surgically. The high voltage portion of this rv lead is still in use. A new pace/sense lead was implanted. No additional adverse patient effects were reported. This product has not been returned. This report will be updated, should additional information be received.